Event description:
It is reported that the device needs a power supply repair. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): it is reported that the device needs a power supply repair. There was no reported pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.